Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical sample was not returned for evaluation. Photos were provided for review. Provided photos depicted damages of the outer card box of covera plus covered stent system as well as the shipping box of the devices can be confirmed. Based on the photos, the damages of the outer card box are caused by pressure and humidity. It was reported that boxes were delivered damaged prior to the procedure. Based on evaluation of the photos provided, it is confirmed that the outer card boxes as well as the shipping box were damaged. It is however not clear when the damage on the outer box occurred since the customer reported that there was no damage on the outer box. Based on the photos provided, the investigation is closed with confirmed results for package damage. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. With regards to warnings, the instruction for use state: "visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is open or damaged". H10: d4 (expiry date: 05/2025), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a stent graft placement procedure, boxes were allegedly damaged. There was no patient contact.

Event description:
It was reported that prior to a stent graft placement procedure, boxes were allegedly damaged. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.